Manufacturer narrative:
A partial lead was returned for analysis in two segments. External insulation abrasion breaching the outer insulation and exposing the outer coil was found at 4.0 ¿ 4.8 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. This is consistent with the observation from the field of high threshold.

Event description:
It was reported that high thresholds in the atrium and left ventricle was observed. The patient was asymptomatic. The entire system was explanted and replaced. Patient¿s condition was stable post-procedure.